Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had experienced delivery over 22. 'Was not reproduced. The device was sent to flow accuracy testing and the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The travel pressure plate requires adjustment as per precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum pump "experienced delivery over 22". During preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.